Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficulty inserting the guide wire was not confirmed. The investigation was unable to determine a conclusive cause for the difficulty inserting the guide wire; however, the treatment appears to be related to circumstances of the procedure as another proglide was used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery (rcfa) using the preclose technique prior to a endoprostheses intervention procedure. Reportedly, the proglide device could not be advanced over the 0.035" guide wire. Two additional proglide devices were used for successful suture placement using the preclose technique. The endoprostheses intervention procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.